Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged display pixels missing issue was verified, but the unexpected shutdown issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that the pump touch screen had "pixel issues". There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.